Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 6/7/2017 resulted in defect found and the event was determined to be reportable. The final root cause is black chemistry due to improper storage test strip UDI# ((B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6)2017 as a result of the meter's readings. Blood test performed fasting during call on (B)(6)2017 produced result of e-3 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is undisclosed. Adverse event not reported.